Manufacturer narrative:
This report is submitted on september 13, 2018. (B)(4).

Event description:
Per the clinic, the patient experienced a headache and developed an infection at the abutment site and subsequently the abutment fell out (date not reported). There are plans to replace the abutment however this has not occured as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.